Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-8860j jig, pars central tongs of the jig were deviating/jiggling and were unable to be tightened or adjusted to prevent this. The surgeon attempted to manipulate the jig and adjust the knobs/screws/dials that the pars jig has to prevent the tongs/arms from moving, but this did not fix the issue. The surgeon had to open the procedure and bail out to a different plan. In order to complete the procedure, the surgeon opened the incision further and used krakow stitches to bring the achilles tendon together. This was discovered during a pars achilles rupture repair. The case was complete with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error. When inserting the ar-8860j pars instrument into the transverse incision, the tines should be on the closed position to prevent damage to the tendon as well as limit movement of the tines upon insertion; ref: pars achilles midsubstance speedbridge¿ implant system - 06/18/2020 surgical technique vid1-001046-en-us a. Ref: pars achilles midsubstance speedbridge¿ implant system _ surgical technique guide lt1-000289-en-us d.